Event description:
Per independent repair center: the unit is alarming or red light and the unit will not start. The key failure is the compressor is locked up. Additional malfunctions are the sieve bed top is leaking, the pilot valve is sticking, and the tie wraps and clamps were installed.